Manufacturer narrative:
Device returned to manufacturer on (B)(6) 2019. H3): device returned and evaluated. Device evaluation: the device, along with the introducer sheath, were returned for evaluation. One small kink was detected half way through the working length of the catheter. A guide wire was inserted into the device through the wire port, and no resistance was noted in threading the guide wire. A small amount of fluid was present in the bridge balloon prior to evaluation. When attempting to flush 30cc of water into the balloon with guide wire inserted in the device: after infusion of 10cc, water could be seen leaking through the guide wire port of the hub. The bridge balloon was inflating with water and some air bubbles. When attempting to deflate the balloon, air bubbles were observed being withdrawn into the syringe. Air was pulling through the guide wire port; 25cc of water with 30 cc of air was withdrawn into the syringe, with fluid still remaining in the balloon. A second syringe was needed to deflate the balloon entirely; a total of 32cc of fluid was withdrawn, along with a total of 40cc of air. When 30cc of fluid with red dye was flushed into the balloon, at 6cc the fluid began leaking through the guide wire port. A hole was confirmed in the device''s lumen between the guide wire port and the fluid port. This failure mode could have occurred during the process of skiving the catheter or during extrusion. Skiving the catheter is a process that is done by hand and there is a potential for the operator to nick the guide wire lumen, creating a hole between the two lumens. This is most likely a production process related issue.

Manufacturer narrative:
Patient information is unavailable from the facility. (B)(4).

Event description:
During a cardiac lead extraction procedure a spectranetics bridge occlusion catheter was prophylactically deployed during preparation for the lead extractions. The balloon was not needed for this procedure, but was deployed during preparation to ensure superior vena cava (svc) occlusion in case of emergency. After prophylactically deploying the balloon it would not deflate entirely when the physician attempted to pull the balloon back into the inferior vena cava (ivc), where it would be staged for the procedure. The procedure was completed successfully and without issue. However, the balloon needed to be pulled back through the femoral vein in the groin without the 12fr introducer in place. No patient harm.